Event description:
It was reported that a caster fell off the navigation system cart as it was wheeled down a hallway at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.